Event description:
The st. Jude medical representative phoned to report that there was noise on a stored electrogram. At follow-up, an attempt was made to perform a manual cap reform and it resulted in a delivered therapy. The device was interrogated and noise on the sensing channel was observed during charging. The noise resulted in fib detection and caused the device to deliver therapy. The ICD was explanted and will be returned for analysis.